Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor memorygel, 700cc silicone breast implants which bilaterally has issue with capsular contracture baker grade iii/IV. After implantation. The issue was confirmed by the physician. As a result patient scheduled for removal on (B)(6) 2020. This report is for the right side.

Manufacturer narrative:
On 2/4/2020, mentor became aware that the patient had bilateral replacement with 700cc mentor memorygel breast implants, catalog shpx700, serial numbers (B)(6) (l) and (B)(6) (r). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information indicated that the date of explantation updated to (B)(6) 2020 manufacturer¿s reference number: (B)(4).